Event description:
Customer called to report that the insulin pump constantly sounds. Customer's blood glucose reading was 94 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates and programed pump with current date and time. No unexpected audio/beep or time clock anomaly noted. The insulin pump was received with cracked reservoir tube lip.